Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm on (B)(6). On (B)(6) 2023, the patient developed a lump at a previous sensor insertion site. On (B)(6) 2023, the patient consulted a physician who performed an incision and drainage (I&d). The patient stated there was no drainage and only blood was coming out of the incision site. The patient was prescribed an oral antibiotic medication (bactrim unspecified dosage, for 20 days). On (B)(6) 2024, the patient followed up with a doctor who informed her that the sensor wire may have remained embedded in the skin. The doctor prescribed a different course of oral antibiotic medication (doxycycline 100 mg, twice per day for 10 days). On (B)(6) , the patient stated she had a second follow up visit with her healthcare provider (hcp) because the lump did not subside, and she had pain in the area. An x-ray was performed which showed evidence that the sensor wire was retained under the skin. A photograph was provided. The close-up photographss show a red lump on the skin. At the time of the report although a third follow up hcp visit was scheduled; it had not occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.